Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: this mre review is for sterilization procedure only part: 03.019.026s, lot: 3l04886, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 21.january 2019, expiry date: 01.january 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Non-sterile part was manufactured in (B)(4). Part: 03.019.026, lot: 2l70616, manufacturing site: (B)(4), release to warehouse date: 17.december 2018, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The raw material certificate was reviewed and the used material was 1.4441 316l according to iso-5832-1 specification for implants for surgery. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during an open reduction internal fixation (orif) procedure for the neck fracture of the right humerus, the guide rod with stopper broke off. When the guide rod was attached to an unknown k-wire/chuck and was reinserted into the bone for about three (3) times, the proximal portion of the guide rod broke at the root of the stopper. The broken piece of the rod in the humeral head was removed with unknown pliers. Then, another guide rod with stopper was used without problems. The procedure was completed successfully with a surgical delay of thirty (30) minutes. The surgeon confirmed through x-ray that there were no pieces left from the broken device in the patient's body. There was no adverse consequence to the patient reported. Patient and procedure outcome were unknown. Concomitant device reported: unknown k- wire ( part # unknown, lot # unknown, quantity 1)  this report is for one (1) 2.5mm guide rod with stop trocar tip. This is report 1 of 1 for complaint (B)(4).